Event description:
It was reported that the device would not complete the boot cycle, a lock up failure. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control replaced the programmed user interface pcb assembly and observed proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined the cause of the failure to be a missing resistor, designator r160.